Manufacturer narrative:
There was no xact stent malfunction reported. Bradycardia is a known possible adverse event associated with the use of carotid stents as stated in xact instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.

Event description:
Device malfunction: none. Symptoms/ae: bradycardia. Time of ae: before, during and after the procedure. It was reported that post coronary artery bypass graft surgery in 2009, the patient developed sick sinus syndrome. Placement of a pacemaker was considered, but not done because the patient remained asymptomatic. Heart rate remained in the 50's; however, during a right internal carotid artery stenting procedure, the heart rate dropped into the 30's and 40's. The patient remained asymptomatic and was scheduled for discharge with readmission the following week for placement of a pacemaker; however, it was decided to have the patient remain hospitalized for implantation of a pacemaker. Two days post-procedure, the pacemaker was placed, and the patient was discharged to home. Although requested, there was no additional information provided.